Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the rubber housing on the connection block of the patient cable coming loose was confirmed via visual analysis. The mobile power unit (mpu) (serial number: (B)(6), was returned for analysis to the european distribution center (edc) and was evaluated and tested on (B)(6) 2021. Upon initial observation, the mpu¿s patient cable rubber housing was not well adhered to the white connecter. The mpu was able to be powered on and off as intended. The system functioned as intended. The patient cable was replaced on the mpu, and preventative maintenance was performed. A root cause for the rubber housing coming loose on the connection block of the patient cable was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications and was shipped on (B)(6) 2017. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the moblie power unit had a patient cable with the rubber encasing loose. No additional information was provided.